Event description:
Literature: wada e, kawai h. Late onset cervical myelopathy secondary to fibrous scar tissue formation around the spinal cord stimulation electrode. Spinal cord aug 2010; 48(8):646-648. Summary: the objective of this article is to report the late onset of cervical myelopathy secondary to fibrous scar tissue formation around an epidural electrode implanted for spinal cord stimulation (scs) for a (B)(6) man who had an electrode implanted for scs 5 years ago ((B)(6)-2000). The pt was referred to he author's department on (B)(6)2005, complaining of difficulty using chopsticks and walking. Event: neurological examination revealed spastic quadriparesis with exaggerated deep tendon reflex in the pt's lower extremities. A computed tomography scan with myelography revealed severe spinal cord compression around the epidural electrode. Surgical removal of the electrode ((B)(6)-2005) was not effective. Removal of fibrous scar tissue during a second surgery significantly improved his neurological symptoms and decompressed the spinal cord. Histological examination of the epidural mass revealed fibrous scar tissue without inflammatory cells.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) - difficulty using chopsticks - (B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time no additional info was available, additional info has been requested.